Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that the rubber on the wheels of the monitor had deteriorated and was peeling off. Photographs were available, and visual inspection of the photos confirmed the wheel damage. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the condition were the aging wheels which were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel rubber of a prismaflex machine was observed to be "worn out" prior to use. The device was at risk of tipping over as it "bumped" when moved. There was no patient involvement. No additional information is available.